Event description:
While pt was sitting in bed eating dinner the iabp alarmed with "high pressure" then alarmed with "possible helium leak". At this time blood flecks were noted in the tubing. The iab was removed and replaced. The pt was reported to be in stable condition.